Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of back pain ('lower back pain') and device breakage ('broken coils') in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. In 2013, the patient had essure inserted. On an unknown date, the patient experienced back pain (seriousness criteria medically significant and intervention required), device breakage (seriousness criteria medically significant and intervention required), musculoskeletal pain ("right shoulder pain"), systemic lupus erythematosus ("lupus"), pain in extremity ("leg pain"), lymphadenopathy ("lymphnodes in pelvic area have been enlarged"), lymph node pain ("lymph nodes enlarged with pain") and pelvic pain ("so much pain"). The patient was treated with surgery (essure coils removal). Essure was removed. At the time of the report, the back pain and musculoskeletal pain had resolved, the device breakage, systemic lupus erythematosus and pelvic pain outcome was unknown and the pain in extremity, lymphadenopathy and lymph node pain was resolving. The reporter considered back pain, device breakage, lymph node pain, lymphadenopathy, musculoskeletal pain, pain in extremity, pelvic pain and systemic lupus erythematosus to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): x-ray - on an unknown date: nothing wrong (pain). Concerning the injuries reported in this case, the following ones were reported from social media : shoulder pain and lupus. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 11-may-2020: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of back pain ('lower back pain') and device breakage ('broken coils') in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. In 2013, the patient had essure inserted. On an unknown date, the patient experienced back pain (seriousness criteria medically significant and intervention required), device breakage (seriousness criteria medically significant and intervention required), musculoskeletal pain ("right shoulder pain"), systemic lupus erythematosus ("lupus"), pain in extremity ("leg pain"), lymphadenopathy ("lymphnodes in pelvic area have been enlarged"), lymph node pain ("lymph nodes enlarged with pain") and pelvic pain ("so much pain"). The patient was treated with surgery (essure coils removal). Essure was removed. At the time of the report, the back pain and musculoskeletal pain had resolved, the device breakage, systemic lupus erythematosus and pelvic pain outcome was unknown and the pain in extremity, lymphadenopathy and lymph node pain was resolving. The reporter considered back pain, device breakage, lymph node pain, lymphadenopathy, musculoskeletal pain, pain in extremity, pelvic pain and systemic lupus erythematosus to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): x-ray - on an unknown date: nothing wrong (pain). Concerning the injuries reported in this case, the following ones were reported from social media : shoulder pain and lupus. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 23-mar-2020: content from social media received. The case was upgraded from non-serious incident to serious incident. Events" lower back pain, leg pain, lymph nodes enlarged and lymph node pain were added. Outcome of event "musculoskeletal pain" was updated to recovered/resolved. New reporter was added. On 23-mar-2020: information received via social media. Event¿ device breakage and pelvic pain¿ was added. Essure insertion date updated. Reporter was added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.